Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. A visual inspection of the returned device reveals the post broke off. The post was returned with the device. The device shows signs of wear. The knee insert post deformation and/or fracture may have been due to repeated posterior contact of the femoral cam on the post combined with excessive posterior to anterior shear force during activity. However, this could not be isolated as the root cause for this particular failure mode. Based on the conclusions of the product history review and the device evaluation, further product evaluation is not required because there is no evidence that a manufacturing deficiency occurred. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. The clinical/medical evaluation concluded that per complaint details, a revision was performed approximately 12 years post implantation due to a fractured post. As of the date of this medical investigation, the requested clinical documentation has not been provided; however, the ¿issue has been related to high activity level of the patient¿ including long-distance running, softball, etc¿per report. The product evaluation/visual inspection ¿reveals the post broke off¿ and the post was returned with the device. Reportedly the patient activity level contributed to the post fracture. The knee systems instructions for use contraindications include ¿conditions that tend to place increased loads on implants such as age, weight, and activity levels¿¿ and are incompatible with a satisfactory long-term result. Although the ¿patient left surgery in good health¿ the current health status is unknown. Without the requested medical documentation, additional contributing clinical factors could not be concluded. The patient impact beyond the reported post fracture ¿related to high activity level of the patient¿ and subsequent revision could not be determined. No further medical assessment can be rendered at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management and information for use files revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. A review of instructions for use for knee systems revealed in warnings and precautions that the implant can break or become damaged as a result of strenuous activity or trauma. The patient should be warned that the device does not replace normal healthy bone. Factors that could contribute to the reported event include patient anatomy, abnormal loading of limb, excessive forces and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after a tka surgery performed approximately twelve (12) years ago, the post of a lgn ps high flex xlpe sz 5-6 9mm fractured off. A revision surgery was performed on (B)(6) 2023 to address this adverse event. The issue has been related to high activity level of the patient. No other complications were reported. The patient left surgery in good health. No delay in procedure reported. No further medical history.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. A visual inspection of the returned device reveals the post broke off. The post was returned with the device. The device shows signs of wear. The knee insert post deformation and/or fracture may have been due to repeated posterior contact of the femoral cam on the post combined with excessive posterior to anterior shear force during activity. However, this could not be isolated as the root cause for this particular failure mode. Based on the conclusions of the product history review and the device evaluation, further product evaluation is not required because there is no evidence that a manufacturing deficiency occurred. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. The clinical/medical evaluation concluded that per complaint details, a revision was performed approximately 12 years post implantation due to a fractured post. As of the date of this medical investigation, the requested clinical documentation has not been provided; however, the ¿issue has been related to high activity level of the patient¿ including long-distance running, softball, etc¿per report. The product evaluation/visual inspection ¿reveals the post broke off¿ and the post was returned with the device. Reportedly the patient activity level contributed to the post fracture. The knee systems instructions for use contraindications include ¿conditions that tend to place increased loads on implants such as age, weight, and activity levels¿¿ and are incompatible with a satisfactory long-term result. Although the ¿patient left surgery in good health¿ the current health status is unknown. Without the requested medical documentation, additional contributing clinical factors could not be concluded. The patient impact beyond the reported post fracture ¿related to high activity level of the patient¿ and subsequent revision could not be determined. No further medical assessment can be rendered at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management and information for use files revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. A review of instructions for use for knee systems revealed in warnings and precautions that the implant can break or become damaged as a result of strenuous activity or trauma. The patient should be warned that the device does not replace normal healthy bone. Factors that could contribute to the reported event include patient anatomy, abnormal loading of limb, excessive forces and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.